Event description:
The customer reported the aviva meter had little burn marks under the display screen when the meter is held at an angle. The device was not exposed to any extreme heat. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.